Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, protruded/loose drive support disk.

Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump's battery compartment had a crack. His/her blood glucose level was 125 mg/dl. The product was returned. Nothing further to report.